Event description:
Boston scientific received information stating the lead was replaced due to undersensing. (B)(6) hungary dr. (B)(6) event date: (B)(6)2011 implant date (B)(6)2010 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).